Manufacturer narrative:
(B)(4). The site has indicated that the incident sample has been discarded. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that the jaws were sticking to the patient's tissue. This caused tissue damage and bleeding. The damage was not irreversible and the bleeding was under 500cc. The current status of the patient is reported as recovering and without injury. The device was discarded by the customer.